Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a no temperature display issue occurred. The investigational analysis completed on 1/7/2019. The device was inspected and the pebax was found wrinkled, open with exposed metal, and light colored residues inside the sleeve. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The t bar was found slid down causing the improper deflection condition. A fourier transform infrared spectroscopy test (ftir) was performed. Results showed white particles primarily composed of an organic salt, presumably sulfate based material. However, the source of origin remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The root cause of the t bar slippage cannot be determined. An internal investigation was created to investigate this issue. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a no temperature display issue occurred. During the operation, the temperature could not be displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The no temperature display issue has been assessed as not reportable. This was originally assessed as not reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2018 the biosense webster inc, (bwi) failure analysis lab (fal) received the device for evaluation and found the pebax sleeve wrinkled, split open with external metal exposed, and with some type of light colored residues inside sleeve. In addition, on (B)(6) 2018 during a second visual inspection, the bwi fal confirmed that there was a hole in the pebax, the internal parts were exposed and there was foreign material inside pebax. The pebax integrity issue was assessed as a reportable issue. Therefore, the awareness date has been reset to (B)(6) 2018.